Event description:
It was reported the device was used during a bowel procedure. It was reported the tlc55 fired fine for the first three firings. The device would not fire on the fourth attempt to fire it. Another tlc55 was opened to complete the procedure. There was no consequence to the pt.